Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up. The customer subsequently reported that replacing the power pca resolved the failure. We will consider this a failure of the power pca. The unit remains at the customer site.